Manufacturer narrative:
A ge svc rep performed an on site investigation. The wheel lock was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the wheel lock on the 9900 system did not work. No pt injury was reported.